Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized for an unknown reason. The mother stated that the customer had some sort of an episode and was taken to the hospital via ambulance; an official diagnosis had not yet been determined at the time of call. The patient's blood glucose at the time of hospitalization was 470 mg/dl, which the hospital staff treated with insulin injections. No further details were provided in regards to the hyperglycemic incident. The insulin pump will not be returned or replaced.